Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported additional surgery was done to replace and implant antibiotic spacer due to infection.

Manufacturer narrative:
Add'l info.